Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no mention of any adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.